Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's wife that the customer experienced low and high blood glucose. The customer's blood glucose went up to 600mg/dl, woke up in the middle of the night and it was 33mg/dl, treated with orange juice and woke up with 268mg/dl. The customer stated the low blood glucose could have been due to over bolus for high blood glucose. Customer performed high pressure test, pump passed and had no delivery. The customer was advised to contact their health care provider for further assistance for unexplained highs.